Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a2, b5, d4 serial # and primary UDI # and h6 (medical device problem code) updated. The device is returned to zoll medical corporation for evaluation. The device passed all functional testing with no faults found. No electrode pads were returned with the device. The device only records a clinical file when patient impedance is detected. The customer reported "check pads" messages and inability to analyze, which is consistent with poor electrode coupling and absence of measured patient impedance. Device history indicated multiple successful monthly self-tests and a green check status prior to the event. Both the reported "check pads" message and inability to analyze are consistent with poor pad-to-patient coupling; however, this could not be confirmed because the pads were not returned. No additional information regarding patient skin preparation was available. Overall evaluation found the device functioning as designed with no fault identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 71-year old male patient, the device displayed a "check pads" message and was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. At this time, no additional information is available. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.